Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated patient has had multiple revisions. Caller stated they had record that in 2020, patient issues with scs lead revision and scs programming. See pe xxxx for 2020 lead migration see (B)(4) for 2022 lead migration.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2019; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.